Manufacturer narrative:
Eviva disposable received and tested. Visual inspection was performed and it was found that the cannula was damaged. Hence the complaint can be confirmed. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. After completing the review of the device history records, manufacturing process, related non conformances and CAPA's, it is concluded that the outer cannula twisted complaint are not manufacturing related, since there are not atypical conditions found during the manufacturing of these lots, additional all the complaints were reported from the same location (australia), and the other locations where the lots were also distributed did not reported any complaints related to the outer cannula twisted failure mode, for this reason the occurrence of the outer cannula twisting could be highly related to the use of the devices instead of failure modes occurred as a result of the manufacturing process.

Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that during a biopsy, after taking 3-5 specimens, the patient complained of pain. When attempting additional samples the patient continued to have pain and the specimen passing the tube seemed to be smaller than usual. A control picture showed the deformed needle and a decision was made to stop the procedure. Difficulties in drawing the needle out of the breast. No serious injury reported and no medical intervention required. This event occured in (B)(6) 2020, but was not reported by the customer to hologic until (B)(6) 2021.